Event description:
A surgeon used a 10cm x 15cm sheet of permacol to repair an incisional hernia. He noticed a small lump and re-entered the pt thinking that the hernia had recurred and found that the permacol sheet had torn down the middle and the tear had ragged edges. The pt was mrsa positive (regarded as mild and under control). The surgeon used a second 10cm x 15cm permacol to "double breast" the repair.